Event description:
It was reported that the device was explanted and replaced due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. Review of the diagnostics data indicated a rapid decrease in battery voltage. The device met specifications during testing. The power consumption during testing was found to be normal and no sources of high current drain were detected. The battery was sent to the manufacturer. The cause of the premature battery depletion was undetermined.